Manufacturer narrative:
Correction to initial MDR in field: it should have been (B)(6) 2017. Additional information was received that the patient was experiencing pocket pain. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm; model#: sc-8216-50, serial#: (B)(4), description: artisan surgical lead, 50cm model#: sc-4318 lot#: 18367056 description: clik x anchor.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.